Event description:
It was reported that approx 1.5 hours into a transfusion through the device, air was noticed in the tubing. The transfusion was stopped and a new filter was used. The transfusion was continued without incident. No pt involvement was reported.